Event description:
Caller reported an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was guided through a pump reset process provided by technical support, which successfully resolved the issue, allowing the customer to start a new sensor session without further errors.